Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the loss of pacing capture resulted in embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
As reported by our puerto rican affiliate, during the deployment of a sapien xt 23mm valve, the temporary pacemaker lost capture, resulting in valve embolization into the aorta. The valve was implanted in the abdominal aorta. The second valve was successfully deployed (60:40 aortic/ventricular). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during 2nd valve deployment. At last report, the patient was being treated for kidney failure but was stable.